Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to by stress, and humility invaded light guide (lg) lens which led to corrosion of the lens interior. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegations regarding the cut elevator wire was confirmed. After further review, white dirt was found in the light guide lens as reported. Additionally, the insertion tube had buckled, the coating had peeled off, the adhesive on the distal sheath was detached, the connecting tube was wrinkled, the universal cord was buckling, several components were out of specification (up/down bending angle, left/right bending angle, up/down knob and the left/light knob), the light guide bundle was slipping down, the light guide cover glass was dented, there was low angulation, and the forceps raising angle did not meet specification due to the cut elevator wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the elevator wire was cut off from the evis exera duodenvideoscope. There were no reports of patient involvement. During the evaluation of the device, the light guide lens was found to have dirt. This medwatch report is being submitted to capture the reportable malfunction found during evaluation.